Manufacturer narrative:
The scope was returned to the service center for evaluation. The service group found excessive glue at the distal end channel opening, under forceps elevator. The light guide cable was buckled and the jet tube at the control body was loose. The scope was repaired back to specifications and returned to the customer. A review of the repair history shows the scope was last repaired on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during reprocessing, the evis exera ii ultrasound gastro-videoscope's glue inside the channel behind the elevator was found defective. No death, injury or infection was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and the original equipment manufacturer (OEM) for MDR# 8010047-2020-09401. The customer further reported, the date the event occurred on was either (B)(6) 2020 or (B)(6) 2020. The glue came out of the needle (unspecified) as it was pulled back into the channel. Pre-cleaning was performed, but the glue was already hard by that time. No further information is available. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation the OEM determined the foreign body may have emerged from the forceps channel due to insufficient cleaning. No leaks have occurred in the products. In addition, since the actual product is not stained (adhesives adhered, etc.), there is a lack that the actual product is insufficiently washed. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: section 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.